Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on the information reviewed, the reported device damaged by another device (clip dislodged) and single leaflet device attachment (slda) appeared to be due to the motion of the first slda clip. The reported tricuspid valve regurgitation appears to have been a cascading effect of the reported slda. Tricuspid valve regurgitation is a known possible complication associated with triclip procedures. The reported serious injury/illness/impairment was the result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
N/a.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2025 that the patient presented with grade 5 functional tricuspid regurgitation (tr) for a triclip procedure. During the procedure, 2 triclips were implanted successfully. The tr was reduced to grade 1 post procedure. On (B)(6) 2025, first triclip was observed to have single leaflet device attachment(slda) from septal leaflet. Due to the movement of first triclip, second triclip also had slda from septal leaflet. The patient returned with recurrent tr of grade 3. There was no clinically significant delay.